Manufacturer narrative:
Device was evaluated and repaired by the distributor.

Event description:
It was reported that the siderail handle was loose, which could cause a false latch situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.